Event description:
It was reported that a progav 2.0 sys sa2.0 20 & ped.prechamber (#fx596t) was to be implanted on (B)(6) 2025. According to the complainant, the prechamber caused malfunction. No patient complications were reported as a result of the revision procedure.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the components were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to verify that the valve operates within the specified tolerance range, it is measured using a computer-controlled testing device from miethke that simulates the flow of cerebrospinal fluid. The valves are tested in both horizontal and vertical positions. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, no deposits were found inside. Results: based on our investigation results, we cannot determine any functional deviations or other abnormalities in all three components. The components operated within all specifications. The examination of the return has been completed with the drafting of this report. A defect at the time of release can be excluded. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.